Manufacturer narrative:
Device repositioning and slow flow rate occurred during treatment with the impella 5.5 serial number (B)(6) on related report# 1220648-2025-48634. These issues did not occur with the impella cp serial number (B)(6), therefore, report 1220648-2025-48661 was submitted in error.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Bleeding at left groin. Manual pressure held. Bleeding controlled. Unable to get flows above p-7 without suction alarms.